Event description:
It was reported that customer stated that a patient had a procedure done and when they removed the foley catheter and the patient went home, patient had some issues with her urethra. Patient was bleeding for a couple of days and had some discomfort. When the surgeon examined the foley catheter, noticed that there was a hard piece of plastic around the balloon, and they think that is what caused it. Customer has catheter to return but it is contaminated with urine. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer stated that a patient had a procedure done and when they removed the foley catheter and the patient went home, patient had some issues with her urethra. Patient was bleeding for a couple of days and had some discomfort. When the surgeon examined the foley catheter, noticed that there was a hard piece of plastic around the balloon, and they think that is what caused it. Customer has catheter to return but it is contaminated with urine. No medical intervention was reported.